Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemodialysis treatment, the catheter was found to have oozing blood (leak) on the epitaxial tube. It was then replaced to resolve the issue without causing adverse consequences. No other products was utilized with the device. Iodophor was used as cleaning agent to clean the device. There was no noted amount of blood loss (unknown) and blood transfusion was not required. There was no patient injury.